Event description:
On (B)(6) 2018, the patient and a reporter for the patient (the patient¿s husband), contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the inaccuracy with the meter started on (B)(6) 2018. He stated that his wife obtained an alleged inaccurately high blood glucose result of ¿116 mg/dl¿ on the subject meter compared to ¿95 mg/dl¿ on a doctor¿s meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with oral medication of metformin, diet and/or exercise. The reporter denied that the patient made any changes to her usual diabetes management routine after obtaining alleged the alleged inaccurate result. He stated that his wife frequently felt ¿shaky¿ since starting to use the meter; the most recent occasion was at 10:45am on (B)(6) 2018. He reported that treatment of food/drink was provided by a nurse at 10:45am on (B)(6) 2018. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient/reporter performed a control solution test and the result fell within the expected range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event, i.e. Shaky requiring hcp intervention, while using the meter.